Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right-side rupture and exchange from textured to smooth due to concern with the product". Device remains implanted.

Manufacturer narrative:
Device evaluation: opening on posterior, yellow and green particles in the shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.